Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (15 mg/ml at 7.267 mg/day) via an implanted pump. The indication for pump use was rsd/causalgia-complex regional pain syndrome and non-malignant pain. The patient was calling because starting the day before yesterday, she had been seeing the poor communication screen on her ptm (personal therapy manager). During the call, the patient tried without the antenna and got poor communication and then when she used the antenna, she got a bolus. She stated that she felt like the pump may be flipping inside sometimes. Per the patient, she had lost some weight.